Manufacturer narrative:
Device passed displacement test, basic occlusion test and prime/a33test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received with scratched lcd window, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that customer's insulin pump alarmed motor error during rewind. There were motor error alarms in the device's history. No other details were provided. Nothing further reported.